Manufacturer narrative:
The t:flex pump user guide warns against filling the infusion set tubing while the tubing is connected to the body as it will result in an unintended delivery of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that upon changing the cartridge, the customer received multiple, minimum fill messages. Reportedly, the cartridge was filled with 250 units of insulin. Then the customer added an additional 100 units of insulin to the cartridge and received a cartridge alarm 9. As the customer did not have additional insulin available, the customer removed insulin from the current cartridge and filled the second cartridge with additional insulin. Reportedly, the customer's blood glucose (bg) level was 275 mg/dl as the customer has walking pneumonia. During the call, the customer inadvertently delivered 10.2 units of insulin to themselves after performing fill tubing while attached to the site. Tandem technical support advised the customer to call health care provider. Several hours later, the customer reported blood glucose level was 242 mg/dl, and the customer was not concerned about the unintended insulin delivery, as the customer delivers 20-50 units of insulin at a time. The customer declined a follow-up call from tandem technical support.